Event description:
It was reported that during the basilar artery stenosis procedure, a guidewire was used to guide the microcatheter through the lesion site to the p2 segment of the posterior communicating artery. After withdrawing the microcatheter, the subject balloon was introduced along with the guidewire and positioned the subject balloon across the stenotic area both the ends, a pressure pump was connected to pressurize the subject balloon, but no balloon expansion was observed under fluoroscopy. After withdrawing the subject balloon was found to be leaking air. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, there were no anomalies noted to the device on initial inspection. During functional inspection, the subject balloon was inflated and deflated without issue and no leaks were noted to the balloon. There was leakage of inflation media noted from the guidewire port on the hub, due to a small perforation to the inner balloon catheter shaft when viewed through the inflation port. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon failed to inflate and balloon leak were not replicated, however the damage noted to the inner balloon catheter shaft is consistent with the reported event. The device failed to meet specifications when returned. It was reported that after positioning the balloon across the stenotic area at both ends, a pressure pump was connected to pressurize the balloon, but no balloon expansion was observed under fluoroscopy. The physician withdrew the balloon and found it was leaking air. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and the balloon was able to be successfully inflated, but it did not hold its shape & size, as flush media was noted to be leaking from the guidewire port of the hub. There was a hole/perforation noted to the inner balloon catheter shaft when viewed through the inflation port. This damage is indicative of the insertion of a needle to exhaust air from the inflation port prior to purging air from the system. As the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user, an assignable cause of use error will be assigned to the reported ¿balloon failed to inflate¿ and ¿balloon leaked during use¿ and to the analyzed ¿balloon catheter damaged¿ and ¿balloon catheter shaft leaked during use¿.

Event description:
It was reported that during the basilar artery stenosis procedure, a guidewire was used to guide the microcatheter through the lesion site to the p2 segment of the posterior communicating artery. After withdrawing the microcatheter, the subject balloon was introduced along with the guidewire and positioned the subject balloon across the stenotic area both the ends, a pressure pump was connected to pressurize the subject balloon, but no balloon expansion was observed under fluoroscopy. After withdrawing the subject balloon was found to be leaking air. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.